Manufacturer narrative:
Philips service performed a reboot and identified that further diagnostics were needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to a power distribution unit issue on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.